Event description:
Consumer alleges the concentrator started to smell like rubber or plastic burning, and was allegedly hot to the touch. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 5 years 4 months old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is an (B)(6) male whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2011-00067. The device, concentrator, model #irc5lx, serial #(B)(4) has been returned for an evaluation. Product was approximately 5 years old at the time of the incident with no previous complaints. Maintenance history is unknown. The concentrator was functionally tested and no discrepancies were observed. The complaint could not be duplicated. (B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 5 years 4 months old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male whose height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges the concentrator started to smell like rubber or plastic burning, and was allegedly hot to the touch. No injury is alleged.